Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis showed the battery power consumption has been increasing. Device replacement was recommended. Additional information provided from the field indicated that the revision procedure has not been scheduled or performed at this time. The patient will be closely monitor and increase follow-ups. The device remains in service. No adverse patient effects were reported

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis showed the battery power consumption has been increasing. Device replacement was recommended. Additional information provided from the field indicated that the revision procedure has not been scheduled or performed at this time. The patient will be closely monitor and increase follow-ups. The device remains in service. No adverse patient effects were reported additional information was received. This pacemaker was successfully explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.